Event description:
It was reported that following the implantation of the second stent from a trabecular microbypass stent system, the surgeon observed what was described as a "spike-shaped foreign body" in the superior part of the stent. Per report, the alleged "foreign body" was not removed from the operative eye. Additional information has been requested.

Manufacturer narrative:
Additional information: the device remains implanted in the patient; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. The device identifiers were not provided; therefore, a complaint history review could not be completed. A review of the risk analysis was completed. The reported issue (particulate/foreign matter) is identified to be an anticipated hazard. The residual risk was found to be within the acceptable risk category. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).